Event description:
A male patient with a history of the following: smoker, dyslipidemia, hypertension, peripheral vascular disease, cerebrovascular disease and pulmonary disease, underwent aaa repair in 2001. Upon inspection of a follow-up CT in 2009, the aneurysm had increased although no endoleak was noted. An angiogram was performed and contrast was flowing from the ipsilateral limb due to a type iii endoleak at one of the z-stents. Additional device placement was one month later. The physician relined the leg with another iliac leg graft and covered the graft. This successfully resolved the endoleak. The patient is doing fine.

Manufacturer narrative:
Event evaluation: still under investigation.